Event description:
This companion 2 driver was not supporting a pt. During a routine system check, the companion 2 driver displayed a "emergency battery error" alarm. The driver was charged overnight at the warehouse, but the driver still exhibited the alarm. The companion 2 driver was returned to syncardia for evaluation, and the results of the investigation are provided in the investigation report attached hereto. The reported issue was duplicated in the lab at syncardia. The "emergency battery error" alarm was caused by a faulty internal battery. The internal battery was removed from the driver and tested with battery evaluation software. The test revealed a permanent fault of the battery as a result of excessive battery cell imbalance. When the permanent fault is enabled, the "emergency battery error" alarm is displayed on the companion 2 driver.

Manufacturer narrative:
The internal battery was replaced and allowed to fully charge. Thereafter, the driver passed the ten min battery discharge test, and the battery evaluation software confirmed no permanent faults and good cell balance. The companion 2 driver then passed all final performance testing. This failure mode poses a low risk to a pt, because the issue was observed during a routine system check and the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing it's life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed it's evaluation of this complaint and is closing this file. Overall conclusions: the driver was not supporting a pt when the issue was observed. The customer-reported issue was verified at syncardia. The root cause of the failure was a faulty internal battery. This failure was detected during a system check of the driver and did not prevent the driver from performing it's life sustaining functions. The internal battery was rejected under (B)(4) and replaced. The replacement internal battery passed all functional testing including the ten min battery discharge test in accordance with mfg-214, c2 service procedure. The root cause of the internal battery failure will be further investigated and tracked through (B)(4). The driver will be serviced in accordance with mfg-214 rev 002, companion 2 driver service procedure prior to being returned to clinical use.